Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to receive effective therapy to his original targeted left side pain pattern. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the original lead was advanced more to the left side for improved coverage.